Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. There were no issues noted with the tissue pad of the device the device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during an unknown procedure, the tissue pad came off of the device. The pad did not go into the patient. It is unclear if another device was used to complete the procedure. There were no adverse consequences for the patient.